Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was placed in the ear and gave an overestimated spo2 value of 10 points compared to a blood gas measurement. A check was made with a different type of device. The latter device gave the same values as a blood gas. The patient did not receive adequate oxygen treatment and died due to covid 19. The device was not related to the patient's death.